Event description:
The customer reported that the system intermittently would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power supply and interconnect cable were adjusted during the service call. The system was tested and found to be working as intended and put back into service.